Event description:
The customer reported that while sealing and cutting tissue described as being thick, the knife blade did not retract and the jaws could not be re-opened. The device was removed manually with no tissue damage or pt injury. The surgeon opened another instrument and successfully completed the procedure. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.